Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ k2 edta (k2e) 5.4mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: my cbc's have clotted numerous times in these edta tubes, both in the case of a horse and a dog.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or insufficient additive were observed. 5 retention samples were sent to the chemistry lab for testing. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing for edta content. All results were within the specification limits of 3.99mg ¿ 7.29mg for catalog 367856. Retention and control tubes were sent for further clinical evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting/insufficient additive) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. We do not have the capability for veterinary investigations. This investigation was performed using human blood, as is the intended use of this product. This is considered off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting or additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: my cbc's have clotted numerous times in these edta tubes, both in the case of a horse and a dog.